Manufacturer narrative:
Product analysis confirmed the guide wire tip separation. It appears the wire was exposed to both torsional and tensile forces. The exact cause of the separation could not be determined.

Event description:
It was reported that during a coronary stent procedure the tip of the wire got stuck in the stent. While attempting to remove the wire, a dissection occurred. The pt was sent for bypass surgery. The pt status is listed as "ok".